Manufacturer narrative:
The complaint was not confirmed, as no device was received within a reasonable time frame for the closure of the complaint. A blockage alarm will be triggered as a response to an air flow into pump and/or failure to sustain pressure differentials based on user pressure setting and delivered pressure. An alarm to an obstruction follows a pump motor response that correlates to a decrease in leak air flow below 0.05 l/min in system connections, exceeding 5 minutes at a pressure setting of 80mmhg. The limits for the leak to prevent false blockage are controlled through a feature called clp (controlled leak path). The root cause for the issue reported is most likely due to a combination of a leak and a blockage within the system. No other corrective action is needed at this time. It is recommended to return the device in order to rule out a pump malfunctioning. If the device is returned at a later date, the complaint will be re-opened and reviewed if additional actions are warranted. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm not alarming when blocked.